Event description:
It was reported that the patient was no longer receiving therapy due to battery end of service (eos). It was stated that the patient was implanted in (B)(6) 2012 and based on patient settings, the longevity estimate to estimated replacement indicator (eri) was (B)(6) months and to eos was 19.95 months. Current patient settings were 2.5 volts, 60 microseconds, 130 hertz, and low therapy impedance of 126 ohms. Further information was requested and if received, a supplemental report will be filed. Follow up reported the device had not been explanted yet. There was no injury to the patient. No actions had been required as a result of the event. It was noted the patient did not have their therapy anymore and that the patient would probably have their stimulator replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up received reported that the patient had been implanted "a long time ago" and only had one lead which was noted to explain why they had higher impedances. A replacement procedure was planned for the week of (B)(6), 2013. If additional information is received, a follow-up report will be sent.